Event description:
Related manufacturer reference number: 2017865-2021-34032. It was reported that the patient presented in clinic for follow up. Patient presented with pain in the pocket where the pacemaker was implanted. Device interrogation revealed high capture thresholds on the atrial lead. The physician elected to revise the pocket and attempted to reposition the atrial lead. During the procedure the helix would not extend so a different lead was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were for inadequate capture was not confirmed and a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found the extended helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the connector pin, the helix could retract and extend. No other anomalies were seen.